Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-03731. Note: event date is unk. It was reported to boston scientific corp that two bipolar gold probe cable adapters were used during a hemostasis procedure. According to the complainant, during the procedure, an injection gold probe and a gold probe were utilized. However, they would not generate cautery. It was initially thought that the probes failed; however, weeks later the same devices were tested and performed as intended. It was determined that the two gold probe adapters caused the event. The procedure was completed with a different type of device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).